Event description:
On an (B)(6) 2022, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The reason for the replacement was unknown. Fifteen days prior to the procedure the patient experienced a fever and he had a fever again the day after the procedure. On (B)(6) 2022, the patient passed away as the result of complications from bilateral pneumonia. The pneumonia was detected on the same day as the patient¿s death.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Complaint reviewed by MDR team and medical qa for reportability. While an aspiration pneumonia is generally not seen bilaterally and the patient showed evidence of infectious process two weeks prior to the procedure (pyrexia), without additional information provided about this patient's death and due to the timing of the death in relation to the new tubing placement, with an abundance of caution this event to be reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.